Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor cannula was bent. The customer¿s current blood glucose was 450 mg/dl. Troubleshooting was done. The product was not returned for analysis.